Event description:
During a routine device exchange, the left ventricular (lv) lead was unable to be connected to the new device header. The lv lead was explanted and replaced. The patient was stable.

Event description:
Additional information received indicated dislodgement of the left ventricular lead.